Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the call service alarm occurred while performing the basal function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the black box and alarm history showed no activity outside of normal use. The ¿ez-prime¿ steps were successfully completed with no errors, alarms, or warnings. The pump cover was opened and moisture corrosion was found on two electrical components of the printed circuit board. Unrelated to the complaint, the display screen was dim and discolored.